Manufacturer narrative:
The customer requested just replacement ECG cables with no engineer evaluation.

Event description:
It was reported to philips that the device had a unspecified ECG cable issue. There was no patient involvement.